Manufacturer narrative:
Used for batch record review previously performed and found to meet specifications. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, we have not been unable to determine the relationship. Root cause has not been established.

Event description:
A husband reported his wife experienced an eye infection, later diagnosed as pseudomonas aeruginosa 'with the presence of amoeba' while including complete moistureplus with her lens care regimen. He indicated that her events began in 2007. She saw her optometrist who referred her to a corneal specialist. She was seen the same day and started antibiotic therapy, including vancomycin, tobramycin, chlorhexidine and isopto-hyoscine. Other medications at a later time included pred forte, ciprofloxacin, and timolol. Her husband indicated that she will require a corneal transplant. Approx four and a half months later: follow up with one of her physicians confirmed the presence of amoeba was observed via confocal microscopy examination, although pathology results of the epithelium were negative for acanthamoeba. Culture was positive for pseudomonas, and this organism was considered the primary contributing factor to the patient's event. He confirmed that the patient was treated with chlorhexidine. The reporter indicated that his wife swam with her lenses in her eyes while vacationing in another country.